Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 553 mg/dl. The customer thought the pump kept changing bolus amounts. Review of bolus history with the customer confirmed that the customer had completed all intended bolus deliveries expect for one. Reportedly, one bolus was suspended and then delivered approximately 6 minutes later. The customer reported that they probably stopped the bolus. It was reported that there were air bubbles in the tubing. The customer changed the supplies and delivered a bolus to address bg level. At the time of report, the customer's bg level was 342 mg/dl. Reportedly, the customer changed insulin from humalog to novolog two days prior.